Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's blood glucose level was 600 mg/dl. The customer had a diabetic ketoacidosis. The customer reverted to a backup plan to treat their high blood glucose level. The self-test and high pressure test passed. The infusion set and reservoir were expired. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Analysis not required, reservoirs were expired.